Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook gunther tulip filter. Expiration date: unknown as lot# is unknown. Since catalog # is unknown the 510(k) could be either k090140, k112119 or k121057. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2014." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
As there are no allegations, adverse events or problems reported associated with this complaint, we consider this complaint closed. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H11) corrected data based on new information received: b1) adverse event to product problem. H1) serious injury to malfunction. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 04/28/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2014 via the right femoral vein due to pe, dvt, inability to anticoagulate due to history of bleeding and peptic ulcers with need to discontinue anticoagulation therapy prior to orthopedic surgery. Plaintiff is alleging no outcomes or complaints attributed to device.

Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook gunther tulip filter. Expiration date: unknown as lot # is unknown. Since catalog# is unknown the 510(k) could be either k090140, k112119 or k121057. MFR date unknown as lot# is unknown. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2014." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer reference #(B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Complaint reopened since lot# e3238930 was provided and since additional information received; plaintiff is alleging no outcomes or complaints attributed to device. Based on this information we are closing the report until further information is received for investigation. If additional information is received, the report will be re-opened for further investigation.